Event description:
It was reported that the patients deep brain stimulator lead became exposed in the patients head. The patient reported that it became exposed approximately one year ago. No further information has been obtained despite good faith efforts.